Event description:
It was reported that during procedure preparation for cysto, right ureteroscopy laser lithotripsy of kidney stone, the console failed to power on, and the key switch was found to be loose, preventing the key from fully inserting. The procedure was cancelled due to this event with no patient complications. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). After the fse replaced the key switch, the issue was resolved. As a result, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. A review of the device history record (DHR) for the damaged component could not be performed because the required documentation was unavailable for review within the boston scientific's system. A risk review was completed and confirmed that the reported impact observations of "cancelled/rescheduled - post sedation/sedation unknown" and "surgical procedure delayed" are secondary effects of the other reported event(s) and/or unrelated to the device i.e., associated with patient factors, concomitant medical issues/medications, etc. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established for the reported impacts of procedure cancellation/rescheduling and surgical delay. As an expected or random component failure was identified with no evidence of a design or manufacturing issue, the overall investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that during procedure preparation for cysto, right ureteroscopy laser lithotripsy of kidney stone, the console failed to power on, and the key switch was found to be loose, preventing the key from fully inserting. The procedure was cancelled due to this event with no patient complications. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.